Manufacturer narrative:
This report is submitted on december 21, 2020.

Event description:
Per the clinic, the patient experienced a skin flap breakdown, resulting in the decision to explant the device. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.